Event description:
The customer received a blood glucose reading of 200 mg/dl from his contour meter and a reading of 90 mg/dl from another meter. The difference between the reading falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot and asked that the meter be replaced. No product will be returned. A replacement meter was sent to the customer.